Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was getting hotter and hotter and burning their back when recharging the ins. Pt said that also, it was taking an hour to recharge the ins instead of 45 minutes. Agent sent a request to the repair department to replace the recharger. When asked for the event date, pt said that it was probably about two weeks ago or maybe a little longer. When reviewing managing hcp, pt said that dr. Implanted the ins, but now they had a pain management doctor at the va. Pt noted that hcp did a MRI like two weeks ago; pt did not allege that the MRI was at all related to the mdt device/therapy. Pt provided hcp at the new port richey va clinic. Agent sent an e-mail to prs for hcp update.